Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Battery voltage was 2.9591 volts on 15-05-12. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery level exhibited a gray bar, and there was no documentation for the bar being green in the previous seven days. The device had been previously interrogated and the capacitor was shown to be charged. The device was implanted and remains in use. No patient complications have been reported as a result of this event.